Manufacturer narrative:
The smiths medical pump was returned. Upon visible inspection it was found that both housings were cracked, the lcd had leaking pixels, and the battery door was missing. There were no errors recorded in the event log. The lec 1535 code was able to be duplicated upon analysis. They powered up the pump and it displayed lec 1535. The event log was able to be downloaded however, there were no errors found in the event log. The mp board will be replaced and software will be reloaded because of the 1535 error recorded in the pump. 1535 error is not documented in the master specification.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump presented with error "ec1535" which was not found in the manual. There were no reported adverse events.